Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the system fan was noisy and it was replaced. Analysis also found the right keyboard hinge was broken, the keyboard was damaged, there was a loose electrocardiogram connector and that there were some white spots on the liquid crystal display. All found defective parts were replaced and the link electronic module board was also calibrated. (B)(4).

Event description:
It was reported that the fan motor on the right side of the programmer was making a rattling sound. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.